Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the c1 had been stored in the hospital warehouse for about six months since its purchase. When the c1 became operational, the hospital staff checked it and technical event:232003 (paw sensor defect) occurred. No patient involvement.

Event description:
The following was reported to hamilton medical ag: the c1 had been stored in the hospital warehouse for about six months since its purchase. When the c1 became operational, the hospital staff checked it and technical event: 232003 (paw sensor defect) occurred. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).